Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing some lows and the sensor reading don't tend to be as accurate as the beginning but he was getting used to that. Customer declined troubleshooting. No further information reported.